Event description:
It was reported that a suture break occurred during attempted suture placement in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 6 fr. The sutures of another proglide had been successfully deployed in this vessel prior to this issue. The complaint proglide was removed and another proglide was deployed and the sutures were used to achieve hemostasis after completion of the index procedure. After the procedure, the patient did not have distal pulses in the left foot. An angiogram revealed complete occlusion of the lcfa. A cut down was performed and the posterior foot of the proglide device was found in the vessel. The foot piece was removed, blood flow and distal pulses were restored and the vessel was surgically closed. The patient did not experience any adverse sequela. The physician commented that he did not feel any resistance during removal from the groin of the proglide that had the suture breakage, and the device was not inspected upon removal as there was no apparent reason. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed because the suture was returned intact. Inspection of the device confirmed that the reported posterior foot break occurred, due to the posterior needle being deflected and struck the posterior foot during needle deployment; however, the posterior needle remained undamaged. The posterior foot break would result in a failure to retrieve the suture during plunger retraction which could appear very similar to the reported suture break. Based on visual analysis of the returned device, there is no indication of a product deficiency. The probable cause for the posterior foot break was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported as thin. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.